Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height smart drawers 3.1, 3.2, 4.1 and 4.2 were not detected on the bus and the auxiliary half height smart drawers 7.1 and 7.2 were also not detected on the bus. A field service engineer verified the customer issue upon arriving on site. During troubleshooting on main drawers 3.1 and 3.2, the field service engineer found a faulty diode on the 3.2 main controller board, and the pyxibus controller board was also bad, with all light emitting diode dark. For auxiliary half height drawers 7.1 and 7.2, the field service engineer reseated the row board connection at the 392 board, allowing the customer to recover successfully. Main drawers 3.1 and 3.2 were then configured successfully. Fse logged into the hardware test application, ran final tests on multiple drawers, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and caused the station to power down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.